Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the screen was completely blank. The customer's blood glucose level was 343 mg/dl at the time of the incident. The customer was having trouble with the insulin pump, it said disconnect it is not properly working. The customer had merged the insulin pump in the water. The alarm occurred during the time that the buttons were not responding. The customer was unable to successfully clear the alarm and were unable to try insulin pump with remote. The customer was advised to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to confirm blank display and unexpected battery power loss due to critical pump error (open book image) alarm.